Manufacturer narrative:
Insulin pump received with intermittent button response due to connector unlocked on lcd board. No button error alarm during testing. Insulin pump passed displacement test and self test. The asr exemption e2015043 was revoked on february 4, 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR.

Event description:
The customer reported via phone call that the up button was not working. Customer¿s blood glucose was unknown at the time of incident. The insulin pump will be returned for analysis.